Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "lumps" and "implant ruptured". This record is for the right side. Device remains implanted. Return status is unknown.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b5, d6a, h6.

Event description:
Device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g2, h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional later reported "encapsulated with around 1 mm thick of scar tissue."